Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left circumflex coronary artery. A 4.00 x 16 mm graftmaster covered stent delivery system (sds) was advanced to the lesion; however, failed to cross due to the anatomy. A new 4.00 x 16mm graftmaster covered sds crossed the lesion and was deployed to seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.